Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) could not be interrogated and delivered an error message. No changes or intervention was performed. There were no patient consequences.